Event description:
It was reported the intellivue x3 speaker is defective. The bench repair technician confirmed the unit was completely out of sound and there was an inoperative message present. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A philips bench repair technician (brt) evaluated the device in question. The brt confirmed the speaker was defective and no sound. After speaker replacement the device was returned to functional use with no further issues identified. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the speaker assembly.

Event description:
It was reported the intellivue x3 speaker is defective. A loss of audio cannot be ruled out based on information currently available. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. E1: reporting institution phone: # (B)(6).